Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Replacement charging supplies were provided to address the issue. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer's blood glucose.